Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Updated: d8, d9, g2, h3 and h8. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cementing defect from the bending section cover. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device exhibited glue/adhesive on the bending section cover was separated. The issue was found during service maintenance. There were no reports of patient or user harm associated with this event.